Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited greater than 2000 ohms impedance in both configurations. Capture thresholds had risen to 3.5 v, 1 ms. There was some noise visible and the device was sensing it. The lead was capped.